Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1000478244. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1000488366. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. The patient was manually overriding the pump in an attempt to void without contacting urine. The physician recommended timed voiding; however, the patient was voiding approximately three times daily and exhibited signs of overflow incontinence. As a result, a surgical procedure was performed during which all device components were removed and replaced. The patient was advised to implement a timed voiding schedule every 2-3 hours. No additional patient complications were reported.